Event description:
It was reported that, following a pump replacement, the pump interrogated well, but when a manufacturer representative attempted to update the pump, he continued to get failed telemetry. A clock on the physician programmer screen was seen and telemetry was only halfway completed and a ¿pump memory attention dialogue¿ box was seen. A different programmer was used and telemetry was successful. The pump was in stopped pump mode. It was noted that there were sources of potential electromagnetic interference (emi) present. Changing environments was recommended. Interrogating and updating the pump was successful. There were no therapy or medical problems. The device system was used to deliver morphine. It was later reported that the physician programmer would not store data. (B)(6) 2014 (e1a/rep): no new reportable information.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).